Manufacturer narrative:
The complaint in this report was received on november 27, 2024, with an awareness date of april 30, 2024. Therefore, the emdr submission was reported past the 30-day time frame. Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may have not been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"Stent graft started to deploy early as it was being positioned, despite proper usage, causing it to be landed and deployed about 3cm from intended area. Device malfunction - that is, the device did not what it was supposed to do" patient outcome: "the patient is doing very well".

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"Describe the event or problem: stent graft started to deploy early as it was being positioned, despite proper usage, causing it to be landed and deployed about 3cm from intended area. Manufacturer response for graft, taa relaypro nbs 38 x 199x 38mm, bolton medical. No response after three attempts. What was the original intended procedure? : unknown. What problem did the user have: device malfunction - that is, the device did not what it was supposed to do. Therapies being used on the patient at the time of the event that may have caused or contributed to the event: not known". Patient outcome: "the patient is doing very well".